Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, uterine prolapse, urethral hypermobility and interstitial cystitis. It was reported that following insertion the patient experienced pain and recurrence. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to mesh erosion. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced difficulty in urination, cystocele, stress urinary incontinence, and hypermobile urethra.